Event description:
It was reported while using unspecified bd syringe there was no expiration date. There was no report of patient impact. The following information was provided by the initial reporter: it was reported missing expiration date verbatim: consumer called to inquire about syringe expiration date.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using unspecified bd syringe there was no expiration date. There was no report of patient impact. The following information was provided by the initial reporter: it was reported missing expiration date. Verbatim: consumer called to inquire about syringe expiration date.